Event description:
It was reported that during central processing, the tip of the cadiere forceps instrument completely broke off during cleaning. Not during procedural care so no fragments inside a patient. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as stated, not during time of patient care.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 0.6775" x 0.2030" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.